Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. Customer reported that at 10:00 am, a reading of 9.3 mmol/l was obtained from the sensor scan and she experienced symptoms of dizziness and shortness of breath. Customer self-treated with her 24-hour dose of insulin after the sensor scan. At 10:27 am, customer was unconscious and a sensor reading of "lo" (readings lower than 2.2 mmol/l) was obtained. Customer was provided "lots of candies" by her daughter to bring her back to consciousness. A subsequent sensor reading of 2.4 mmol/l at 11:17 am was obtained with the sensor. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. Customer reported that at 10:00 am, a reading of 9.3 mmol/l was obtained from the sensor scan and she experienced symptoms of dizziness and shortness of breath. Customer self-treated with her 24-hour dose of insulin after the sensor scan. At 10:27 am, customer was unconscious and a sensor reading of "lo" (readings lower than 2.2 mmol/l) was obtained. Customer was provided "lots of candies" by her daughter to bring her back to consciousness. A subsequent sensor reading of 2.4 mmol/l at 11:17 am was obtained with the sensor. There was no report of death or permanent impairment associated with this event.